Event description:
The customer reported that the baths of the coulter ac*t diff 2 analyzer overflowed, and approximately 2 ml of fluid leaked onto the counter. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was not dispatched for this event. A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts instructed the customer confirm if the baths were overflowing and the vic (vacuum isolator chamber) was empty. The cts then advised the customer to move the waste line tube in the sink which restored proper draining function of the instrument. Failure mode of the event is likely attributed to a kinked waste line tube in the sink which prevented proper draining of the instrument. Beckman coulter internal identifier for this report is (B)(4).